Event description:
The physician punctured without stylet, followed by strong bone contact. This led to spinal cannula breakage approx. At the end of the introducer cannula tip. The stylet was returned totally straight (because it was not used). Such cannula used without a stylet within the spinal cannula can lead to cannula breakage in case of bone contact. The needle was sent back to MFR and was evaluated via microscope: strong bone contact obviously caused a breakage of the needle because, the physician did not use the stylet for reinforcement of the needle as required. In the operating instructions it's stated: bending of the cannula-tip can be safely avoided by not using force upon contact with bone. As well, the mandarin should be positioned inside the shaft." Multiple contact with bones damages the tip resulting in a traumatic punction"... "Attempts to over power the resistance of the bone must be avoided. Failure to do this may bend the cannula tip. The stability then is just sufficient to remove the cannula without breaking off the tip."